Manufacturer narrative:
Data analysis was performed on inr results provided by the customer. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B) (6) 2010, inratio: 3.0 inr, reference: 5.4 inr, mean: 4.20, confidence limits: 2.4-6.1; date: (B) (6) 2010, inratio: 1.2, inr, reference: 1.1 inr, mean: 1.15, confidence limits: 1.0-1.1.5. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Inr reported have met the criteria for accuracy. No further investigation will be pursued. Inratio precision data provided by end-user: date: 4-13-2010. 1st inr = 1.2. 2nd inr = 1.4. Mean = 1.30. Sd = 0.14. %cv = 10.88. Test are performed within 5 minute lapse between two readings. Since 10.88% cv is less than 20%, inratio meter results pass the criteria for precision. No further testing is required at this time. Summary: data analysis revealed comparison and repeated inrs reported by end user has met accurate and precision criteria. The results are not considered discrepant within the context of the documented variability for inr testing. Pt taking antibiotics may affect the coagulation cascade directly. As on (B) (6) 2010, 31 discrepant results complaints were reported for lot #221730 yielding a complaint rate of 0.010%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. On going trending shall be performed to determine if further action is warranted. No corrective action required at this time as no product deficiency was established.

Event description:
Caller reported discrepant results on inratio meter vs. Doctor's meter. Inratio meter inr = 3.0 and doctors 's inr = 5.4. Pt is unsure of type of meter being used by doctor. Add'l testing was performing on two different days and compared to the lab but caller did not have those results. Pt is currently taking antibiotics, explanted possible interference and suggested waiting until prescription is completed before using the meter. Pt called in on (B) (6) 2010: lab results yesterday were 1.1; when pt went home, it was 1.2 on inratio. Pt also tested with old strip got a 1.2 and 5 min later got 1.4 with new strip. Customer satisfied. Pt will test in a couple weeks to see comparison when back on full dose of coumadin.